Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported that a patient's left eye was treated using a minus power instead of a plus during a lasik procedure. The patient was retreated approximately two weeks later with a plus prescription. Patient is seeing just as well as she did with her prescription prior to the first procedure.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. Logfile review shows that the entered sphere value of reported treatment is -2.25 d not +2.25 d. Logfile review could confirm that the wrong data was entered by the surgeon. No further abnormalities or deviations can be detected. No technical root cause was identified as the product was found to be within specifications. The root cause could be confirmed as use error due to wrong data entry. The data entry has to be made manually and has to be confirmed by pressing ok button. (B)(4)